Event description:
It was reported that a spectrum pump had an issue relating to its "interface". It was also reported that there was no pt incident.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and evaluated by baxter. The device eval confirmed the #5, #6, #7, #8, #9 and ( . ) keys to be inoperable caused by a failed keypad with a stuck #3 key. It was observed that when any remaining functional keys are selected, an automatic output of the 33 key will occur following the selected key's function (e.g. When the #1 key is pressed 13 will be displayed. When in alphabetic mode and the abc key is selected, ag will be displayed interfering with the mdl drug search. The front case assembly, which contains the failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.